Event description:
It was reported when the patient was "first implanted", they had dilaudid in their pump. A law was passed in 2011 or 2012 and their healthcare professional (hcp) decreased the dilaudid due to the law. At that time, their pain symptoms came back. The hcp decided to try fentanyl in the pump since the lower dose of dilaudid was not effective for the patient. Dilaudid was removed from the pump on (B)(6) 2011. After the dilaudid was removed, the patient "observed withdrawal symptoms" and was hospitalized. Three days after the drug removal, fentanyl was put in the pump. The patient was then hospitalized again due to a reaction to the fentanyl. The patient experienced confused and disorientation with the fentanyl. After that time, the hcp decided to put dilaudid back into the pump but, tapered it down with the goal of just having saline in the pump to determine whether the patient wanted to have the pump removed. The patients back and neck pain were still present due to having less medication than they were used to. Bupivacaine was also noted to have been in the pump. It was further reported the patient had concerns with their device or therapy but was working with their hcp or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).